Manufacturer narrative:
The complaint 900iw130 neopuff infant resuscitator module is en route to fisher & paykel healthcare for evaluation. A follow up report will be provided upon completion of our evaluation.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff module was not returned by the customer in (B)(6) to fisher & paykel healthcare. The investigation is based on photographic evidence and information provided by the customer. Results: visual inspection of the photograph revealed physical damage to the gas outlet port. A lot check was performed and no similar complaints have been received for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Event description:
A distributor in (B)(6) reported that the gas outlet port of an 900iw130e neopuff resuscitator module was broken. No patient consequence was reported.

Event description:
A distributor in (B)(4) reported that the gas outlet port of an 900iw130e neopuff resuscitator module was broken. No patient consequence was reported.